Manufacturer narrative:
Other relevant device(s) are: product ID: 3778-60, (B)(4) ; product ID: 3778-60, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for occipital neuralgia. It was reported that the therapy stopped working for the patient's headaches so they stopped using it 3-4 years ago. The patient stated that their leads have gotten really 'tight' in their neck since 2017 and that it was gradually getting worse and was painful. The patient wanted to get the ins and leads removed. Physician listings and MRI compatibility guidelines were sent to the patient (for unrelated MRI). No further complications were reported.